Event description:
X-rays were received and reviewed by manufacturer. Review of x-rays identified that the lead pin was fully inserted, and there appeared to be no sharp angles in the lead or gross fractures visualized. A suspicious area was identified in the lead; however, based on the images received the cause of the high impedance could not be determined. The presence of a micro-fracture can not be ruled out.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
X-rays were received by manufacturer. This information was inadvertently left off of MFR. Report #01.

Event description:
It was reported that the physician wants to have the lead replaced and was looking for a surgeon who was experienced in lead replacement. The physician reported that the x-rays do not show any obvious lead fractures and that he wants to be prepared to change the lead. Surgery is likely, but has not occurred to date.

Event description:
On (B)(6), 2013, it was reported that high impedance was observed upon interrogation of the patient's vns device. The physician did not feel that any trauma occurred and stated that the patient has been doing really well on medication. The device history records were reviewed and no unresolved non conformances were found. Attempts are being made for additional information; however, no additional information has been received.